Manufacturer narrative:
One sample was returned for evaluation. It was observed that bag spike didn¿t return with the sample, it was not present on the tubing tip. Functional testing was unable to be performed as the sample couldn't be connected to the IV bag without the spike. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the total volume primed reached 4.5ml, but the line was still not fully primed. No issues with the connections. The bag was held above the pump to ensure nil/minimal air entrained in the pump during the priming process before lowering it into the cadd shell to continue priming. At no point did any air entrain through the line, it was fluid only. The pump was stopped and changed over to a new line. Event occurred at hospital and operator of device was a health professional. The issue was not resolved. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.